Event description:
It was reported there was no telemetry with the rf (radio frequency) head. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the rf head would not interrogate a device with a known good programmer, the cable was out of specification.